Manufacturer narrative:
Correction: patient identifier.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse reported that the patient noticed after the first drain that liberty select kept filling her. She began to feel full and began to notice heater bag was nearly empty. Patient stated machine showed only 2220ml filled, but patient was beginning to be in pain and experience shortness of breath (sob). Patient then completed stat drain only to drain 1500mls, "machine was draining extremely slow," per patient, and patient was still symptomatic. Patient then decided to drain manually and got 4288mls out. Assessment of reported treatment data for 150% and 180% iipv and indicates an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 1 (and manual stat drain) where 5788ml drained. This drain is 223% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 2600ml is 4680ml. Therefore, a reportable malfunction has occurred. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient experienced shortness of breath, abdominal pain, and soreness. There was no reported medical intervention and the replacement cycler resolved the issue. The liberty select was replaced.